Event description:
Patient had sternotomy surgery on (B)(6) 2013. Patient was readmitted on (B)(6) 2013 for a surgical site infection. On (B)(6) 2013, patient had right groin exploration and removal of intraaortic balloon pump. On (B)(6) 2013, the patient received sternal debridement with wound vac placement. On (B)(6) 2013, the patient had irrigation and debridement, change of wound vac with plastic surgery. On (B)(6) 2013, the patient had vertical rectus abdominis muscle flap to sternum also with plastic surgery. Current condition or last known condition of patient: still admitted, critical condition, mechanical ventilation.

Manufacturer narrative:
Device not returned to pioneer surgical for evaluation. The DHR was reviewed and determined that all specifications were met prior to the use of this device.